Event description:
It was reported that the magnet of the patient's internal device has been dislocated and is no longer in the silicon compartment. The patient has discontinued use of the external equipment. The ear nose and throat specialist has recommended surgery to replace the magnet and insert it correctly in the silicon component. Surgery will be scheduled.